Event description:
A pt reported experiencing inaccurate high results with a surestep original meter. The pt's blood glucose results were 317mg/dl, 410mg/dl. Tests were done less than 10 minutes apart with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.